Event description:
"Dartmouth biomedical engineering center for orthopedics analysis of depuy synthese attune knee system implant components and associated tissues and fluids: an attune aox insert was in vivo for a total of 18.6 months. Reason for revision: loose".

Manufacturer narrative:
Product complaint # : (B)(4). The device catalog number is unknown; therefore, UDI is unavailable. Depuy synthese is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthese has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthese or its employees that the report constitutes an admission that the device, depuy synthese, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: it was reported that dartmouth biomedical engineering center for orthopedics analysis of depuy synthes attune knee system implant components and associated tissues and fluids: an attune aox insert was in vivo for a total of 18.6 months. Reason for revision: loose. The overall complaint was not confirmed for unk knee implant attune. A review of the report found no indication of a design or manufacturing issue. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: a manufacturing record evaluation cannot be performed due to the lot number being unknown.